Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a bilateral cylinder rupture causing fluid loss of the system. The old reservoir was drained and retained in the lift side of the abdomen and a new reservoir was implanted on the right side of the abdomen. The old cylinders and pump were replaced for new components. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.